Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support after the initial impella cp had positioning problems. After placement of a new impella cp catheter, the patient became hypertensive. Transthoracic echocardiogram (tte) results revealed that the catheter was barely across the aortic valve. The patient was unstable during numerous attempts to reposition the device and the device continued to migrate outward even with the toughy-borst(tb) locked. The patient continued to decline and subsequently expired after 1.22 hours on impella support despite numerous attempts at resuscitation.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. B.1 adverse event selection was inadvertently omitted from the initial manufacturer device report number 1220648-2024-14274. B.2 outcomes attributed to adverse event: death and date of patient death were inadvertently omitted from the initial manufacturer device report number 1220648-2024-14274. B.5 medical safety review was inadvertently omitted from the initial manufacturer device report number 1220648-2024-14274. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-14274. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-14274 as it is unknown if the initial reporter also sent the report to the FDA. H.1 revised as the wrong selection was reported on the initial manufacturer device report number 1220648-2024-14274. H.6 codes 4582, 2199, 3009 and 4115 were reported incorrectly on the initial manufacturer device report number 1220648-2024-14274. New codes have been added. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report number 1220648-2024-14274 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures. Additional manufacturer narrative on the previously submitted manufacturer device report number 1220648-2024-14274 stated that the device was discarded but the device was not returned. Type of investigation codes has been updated to reflect not returned. Additional manufacturer narrative has been revised.

Event description:
Medical safety review of the reported event noted that there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.